Manufacturer narrative:
C-1669 initial report . This initial report is being submitted now as it was erroneously submitted as a follow up report in error. This case was submitted as a result of a retrospective review. No adverse event reported. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All parts associated with these records conformed to material and dimensional specification. Upon receipt of the device at corin UK, damage to the thread was observed, the possible root causes of the failure mode were discussed and it was concluded that the thread on the handle may have been damaged prior to attachment of the cup which may have led to cross threading. As a result of feedback from the field, corin have initaited a project to research a new design for this instrument, including a new thread. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was difficult to remove the cup from the trinity std introducer/impactor handle after impaction.